Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set had a bent cannula. Troubleshooting was performed for the bent cannula. The customer was reporting a past event. The customer¿s blood glucose level was 467 mg/dl. They declined troubleshooting for the high blood glucose. The device and infusion set will not be returned for analysis.